Event description:
Customer converted from baxter 2n9060 to mp1000-c and are now reporting chemo leaking from the male luer connector when using a cadd pump for pts who go home. This is happening to pts who have port-a-cath accesses are hooked up to a 5u infusion via a cadd pump and are receiving treatments at home. Nurses have checked for cracking of product with each incidence but found none. They were thinking they screwed the product on too tight to the non-coring needle. There was no pt harm reported but there was chemotherapy visibly on pt's skin and clothing. No medical intervention was required. No additional pt or event info available.

Manufacturer narrative:
(B)(4). Per customer, the product would not be returned. The customer's report of chemo leaking from the connector could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.